Manufacturer narrative:
Date sent to the FDA: 7/6/2020. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please describe what is meant by ¿suture failure¿? What was the appearance of the suture 30 days post-op? Was any medical or surgical intervention provided for the patient dehiscence? If yes, please describe. If yes, what was the date of surgical intervention? What is the patient¿s current status? Is the lot number available? Will the device involved in the event, or unopened representative samples from the same lot, be returned for evaluation? Additional information was requested, and the following was obtained: 1)the patient demographic info: gender, weight, bmi at the time of index procedure. 2)date of the index surgical procedure? On (B)(6) 2020. 3)on what tissue was the suture placed? 4)what was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? 5)how was the suture placed (interrupted or continuous)? 6)how was the suture tied (square knot or multiple knots one end)? 7)please clarify what is meant by ¿desaturation of suture¿? The word ¿desaturation¿ is a mistake. There was a patella dislocation due to the suture failure of the femoris quadriceps tendon. 8)what was the appearance of the suture 30 days post-op? He suture failure. 9)what tissue dehisced? 10)was any medical or surgical intervention provided for the patient dehiscence? If yes, please describe. If yes, what was the date of surgical intervention? 11)product code and lot number. 12)is product available? 13)what is physician¿s opinion as to the etiology of or contributing factors to this event. The physician thinks that problem is due to the wire preservation by the supplier or a production defect of a certain lot / lots. 14)what is the patient¿s current status? It was reported ¿these two cases are similar to other colleagues cases that happened in the same period for hip and knee prostheses.¿ are there other cases involving an ethicon device for hip and knee procedure? Yes. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following additional information was obtained: what was the vicryl plus thread used for, in which tissue? -- vicryl plus was used to suture the tendon components and the deep subcutis in patient underwent knee prosthesis surgery. What exactly happened with the suture, what is the complaint reason? -- the desaturation of the femoris quadriceps tendon. Please check and confirm the selected product code vp2401. -- the product code vp2401 is a mistake, we don't know the proper product code, but it is an ethicon device. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: gender, weight, bmi at the time of index procedure date of the index surgical procedure? On what tissue was the suture placed? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? Please clarify what is meant by ¿desaturation of suture¿? What was the appearance of the suture 30 days post-op? What tissue dehisced? Was any medical or surgical intervention provided for the patient dehiscence? If yes, please describe. If yes, what was the date of surgical intervention? Product code and lot number if applicable, will product be returned, return date, tracking information what is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient¿s current status? It was reported ¿these two cases are similar to other colleagues cases that happened in the same period for hip and knee prostheses.¿ are there other cases involving an ethicon device for hip and knee procedure? If yes, were these complaints previously reported? Please provide complaint numbers.

Event description:
It was reported that the patient underwent knee prosthesis surgery in (B)(6) 2020 and suture was used to suture the tendon components and the deep subcutis. After 30 days from the surgery, the patient presented with a patella dislocation due to the total desaturation of the femoris quadriceps tendon. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 07/24/2020 additional information: d8, e2 additional information was requested, and the following was obtained: - no additional detail at the follow up questions. Please describe what is meant by ¿suture failure¿? What was the appearance of the suture 30 days post-op? Was any medical or surgical intervention provided for the patient dehiscence? If yes, please describe. If yes, what was the date of surgical intervention?what is the patient¿s current status? Is the lot number available? Will the device involved in the event, or unopened representative samples from the same lot, be returned for evaluation? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.